Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The issue was unable to be replicated. The system passed a system checkout and was determined to be fully operational. A software analysis was initiated. Analysis was unable to confirm the cause due to the issue being unable to. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy. It was reported that that the surgeon felt he was 1 cm inaccurate in the brain. The surgeon decided to abort navigation. He also stated he suspected the frame moved. There was no reported impact to patient outcome and no reported delay to procedure.